Event description:
The tip of a saliva evacuator fell off and into the oropharynx of the patient occluding the airway. Saliva extractor cap came off and lodged in the patient's airway. Dr (B)(6) pulled the cap out using a different suction. Pt had to go to critical care area, as a post rrt. Pt was on room air in critical care during procedure stats dropped to 60.